Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). They brought the patient back to check on the volume. They got back the 15.5 ml that was expected. The hcp wanted to review the potential for overinfusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable pump for spinal pain. The pump was currently administering the following medications: bupivacaine (concentration: 3 mg/ml, dose rate: .6746 mg/day), prialt (concentration: 15 mcg/ml, dose rate 3.373 mcg/day), compounded baclofen (concentration: 80 mcg/ml, dose rate17.9 mcg/day), and dilaudid (concentration: 15 mg/ml, dose rate: 3.3 mg/day). It was reported that a pump volume discrepancy occurred regarding the actual reservoir volume (arv) of having been less then the expected reservoir volume (erv). It was indicated that arv was 0.5 and erv was 6.4. No other historical discrepancies like this occurred per the hcp. Prior to the report the reservoir was accessed, and the programing was checked. A pocket fill was ruled out. The hcp confirmed with saline that they could pull out what they filled the pump with and there were no issues with filling or removing the saline and discrepancies there. It was also confirmed as having been unlikely that the patient accessed the pump. Monitoring the patient and bringing the patient back early to check volume and filling the pump half full was being considered. The hcp further reported that they would likely bring the patient back in mid-refill cycle and check for discrepancies then. It was noted that the patient had no symptoms of overinfusion. No patient symptom was reported. It was indicated that the patient was hospitalized for flu like symptoms back in (B)(6) 2019 after last refill, but it was medically confirmed that this was due to a virus. No further patient complications have been reported as a result of this event.